Event description:
Allegedly primary surgery was performed on (B)(6), 2010. The surgeon found loosening for the cup. The surgeon performed the revision surgery on (B)(6) 2014. As an observation during surgery, there were metal wear powders and a pseudotumor around the head-neck junction. The surgeon wants to know the following contents. The cause for metal wear for the head-neck junction the generation process for metal wear how have mpo handled about mom incident to the customers?

Manufacturer narrative:
This is the same event as 3010536692-2014-01162, 01163. This event occurred in (B)(6).